Event description:
After waiting a new contact lense for approx 8 hours in my right eye, I lost partial vision in that eye. I was diagnosed with a severe eye infection due to corneal scratches from this contact lense, that was deemed defective by a physician since the scratches were in a circular pattern.